Event description:
Customer complaint - limited data available. The customer stated that their device overheated and sparked when plugged in. The device shocked the customer's face.

Event description:
Customer complaint - limited data available . Stated device is overheating. Sparked when plugging in. Shocked customers face.